Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Fault code 1003 was confirmed to have been recorded. External visual inspection of the device noted no anomalies. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery voltage was lower than expected, but still supported full device function. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to one low-voltage (bypass) capacitor connected to the device¿s battery. Low-voltage (bypass) capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of this capacitor resulted in a high current drain, which was depleting this device¿s battery faster than normal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that this device exhibited a fault code. As s result, the device's data memory was sent to internal engineers for review. This internal review confirmed the device is malfunctioning, as the projected remaining capacity, would not support the devices' longevity indicators. The manufactures recommendations is to replace this product within one month. No resulting adverse patient effects were reported and to date, the device remains implanted and in service. Subsequently, the device was explanted and returned to boston scientific for laboratory analysis.

Event description:
--